Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning in (B)(6) 2013, patient has experienced a rash under the sensor adhesive patch. Patient reports that the rash is red, itchy and appears to be bruised. Patient consulted with a physician in (B)(6) of 2013. Physician advised patient use a topical cream on the site.at the time of her call to dexcom technical support, patient reported that she is in fine condition.